Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device initially reported as broken, did not present any failure and this issue is not considered as reportable since the event could not necessitate medical or surgical intervention to preclude permanent damage to a body structure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery internal capture was bent and broken. No delay. No revision surgery performed. Backup device available. No injury or impact to patient reported.